Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 800 mg/dl. The customer stated that he was weak, tired and vomiting, and his dad took him to the hospital. The customer also stated that he had a kidney transplant years ago, and has had bleeding ulcers since then. The customer also takes prednisone every day. The customer needed assistance with the insulin pump programming, but didn't have the information with him. Advised the customer to call back with the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.